Event description:
On 19th december 2025, rayner received notification from a healthcare facility in spain of an event that occurred following implantation of a rayone galaxy toric rao615x. The event description provided states that post-operatively, micro pigments had been observed on the anterior surface of the iol.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively, micro pigments had been observed on the anterior surface of the iol. The patient visual acuity is reported to be impaired/disturbed due to the micro pigments. "Reduced vision" and "deviation from target refraction" are listed in the "adverse events" section of the rayone IFU. The additional information received identifies that the patient has undergone a yag capsulotomy; however, this has been unsuccessful in removing the reported micro pigments from the anterior surface of the iol. The patient later underwent a further surgery whereby the lens was explanted and exchanged. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner, although it has been requested by rayner for evaluation. While a photograph of the lens in situ has been provided to rayner for review, it is of insufficient quality to be able to offer any definitive analysis of the reported micro pigments. Our review of production records for the rayone galaxy toric rao615x batch 035265278 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy toric rao615x batch 035265278. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.